Manufacturer narrative:
The "initial reporter" declined to share any evaluation about the patient/device, but stated that the patient was injured on the nose due to operator error. Since we do not know the extent of the injury, treatment parameters, status of patient, or have any device evaluation, this will be reportable.

Event description:
Patient was injured on the nose from a laser treatment.